Manufacturer narrative:
Correction h10: a field service engineer was dispatched to address the reported issue. This is a reportable event based on potential discrepant patient results. There was no indication of any patient intervention or adverse health consequences.

Manufacturer narrative:
The field service engineer (fse) conducted a site visit and confirmed the reported event by viewing the printout slips. The fse able to reproduce the reported issue by running customer prepared quality control (qc). The fse investigated and found pinched waste tubing. The fse corrected the waste tubing and checked for leaks. The fse cleaned all the bottles and made up all new reagents. The fse primed the system and ran daily check along with customer prepared qc and all passed. The aia-360 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from installation date of (B)(6) 2019 through aware date (B)(6) 2021. There were no similar complaints identified during the searched period. The most probable cause of the reported event was failure of the waste tubing. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer left a voicemail indicating that she may be having an issue with testosterone. The customer is a new operator on the aia-360 analyzer and stated that she ran a specimen on (B)(6) 2021 and the results were 111 and 129. The tosoh reference range is 199-1586. The customer sent out the sample and it came back from quest and lab corp and the result was 252. The quest reference range is 250-1000. While the technical support specialist (tss) was inquiring about maintenance and reagent preparation, it turns out that customer was not making up the wash/diluent reagent correctly and when asked about routine maintenance, she did not know if the aia-360 analyzer was ever decontaminated. The customer could benefit with some initial training on site if possible since this is a new analyzer for her. A field service engineer was dispatched to address the reported issue. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.